Event description:
It was reported that the preloaded intraocular lens(iol) was explanted from the patient's left eye due to visual disturbances. The lens was explanted in a secondary procedure and replaced with a non jnj lens. The issue was noticed during post-op examination. There was no patient injury. There was no medical/surgical intervention required. The patient had fully recovered. No other information is available.

Manufacturer narrative:
Section a2, a3, a3b, a4 and a5: unknown/ asked but not available. Section d6a: if implanted, give date: unknown, information not provided. Section d6b: if explanted, give date: unknown, information not provided. Section e1: surgeon's phone number: unknown/ asked but not available. Device evaluation: at the time of the investigation, device was not available for evaluation, therefore no testing could be performed. The reported event cannot be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.